Event description:
Home patient (hp) reports switching supply bag to already spiked heater line of homechoice set during apd treatment. Baxter technician assisted hp in ending treatment, and instructed them to do manual exchanges. No pt injury or medical intervention required per rn.